Manufacturer narrative:
H3: one cadd legacy 1 pump was received with the battery contact bent during investigation. The event history log was reviewed and there was an error 1871. The pump was ran in user mode and dissembled. The reported "lec 1870/1871" problem was not duplicated. Error code (ec) 1871 is a motor timeout error. When the pump powered up, the ec 1871 was reported and there was one instance of it in the log. Running the pump in user mode did not generate any errors. There was no debris in the pump and the motor turned freely and current draw was normal. The motor will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1871 during testing. There was no patient involvement.